Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In incoming inspection at distribution, it was found that there was a hair in the package.